Event description:
Towards the end of the surgical procedure, the surgeon noticed metallic shavings within the patient's anterior chamber of the eye. At this point, the surgeon paused the surgery and commenced to remove the metal shavings from within the patient's eye. All metal shavings that were visible to the surgeon under the microscope were removed.